Event description:
Caller reported a cgm error 42 related to a g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the cgm error code was no longer displayed. The caller successfully started their sensor session.